Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis is not confirmed because the disposable product was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies. On (B)(6) 2013, (B)(4) pharmacovigilance contacted the patient and the following was reported. On an unreported date in 2010, the patient experienced stomach problems and peritonitis. The consumer reported the peritonitis was "not too bad" and it was "mild", and cleared up in a day. The patient went to the hospital for treatment but the patient was not sure if antibiotics were given. The patient was not sure about the contamination and reported that he might have "touched something". The patient recovered. Per the consumer, the event of peritonitis was unrelated to baxter products.